Manufacturer narrative:
The device was not returned to edwards for evaluation. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this 27 mm valve was explanted after an implant duration of twenty-two (22) days to ventricular fibrillation and ventricular tachycardia. As reported, the patient developed vt/vf with collapse after decannulation, there was very poor myocardial contractility and had to be placed on ECMO to get out of the ot. The patient developed thrombi on the valve leaflets, especially the posterior cusp after a week of ECMO support. She went into renal failure requiring dialysis. On pod 14 a reoperation for removing the clots was not successful. A repeat 2d echo a week later showed that there was still thrombus on one of the leaflets that rendered it immobile. She was getting septic, and more coagulopathic and there were recurrent thrombosis with a clot visible on CT scan and echo. The patient underwent another reoperation for explant of the mitral valve on pod 22. On inspection, clots with vegetations were seen on the bioprosthetic valve, there were no tears of the leaflets, no erosions or holes. She had developed endocarditis of the bioprosthetic valve. Another edwards valve was implanted in replacement/ the patient developed multiorgan failure, ischaemic bowel perforation and dependence on ECMO and expired at pod 7 after the valve replacement. The explanted valve was sent for culture. Results from culture: sputum culture: achromobacter xylosoxidans and serratia marcescens, sputum culture: achromobacter xylosoxidans (while on IV cefepime), explanted mv culture: achromobacter species, blood cultures: achromobacter species

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.